Manufacturer narrative:
The device was returned for final investigation in good visual condition. The device was examined under magnification and swabbed. No trace of "white powder", or other foreign matter outside of contaminants consistent with use were found under magnification or with a brush run through the sleeve and examined. No plastic was found to be missing. The inner white ring was whole and without cracks. No lot number was provided so the device history record could not be reviewed for discrepancies.

Event description:
It was reported that during a laparoscopic gastric bypass procedure in which 3 trocars and a stapler were used, there appeared to be a white translucent material on the intra-abdominal tissue when the stapler was to be fired. As the stapler was exchanged, there was a white powdery residue that came out. The material was rinsed and suctioned from the wound. It was unsure if the material was from one of the trocars or the stapler. They continued through the procedure as normal with no change of devices. Three trocars were used on the case, 2 came from another manufacturer, the stapler was also from another manufacturer. No patient consequence or injury was reported.